Manufacturer narrative:
The returned sample was found with jagged and sharp edges. Stress marks were noted at the breakage site which is indicative of excessive force having been applied to the drain beyond its tensile capabilities. The lot number is unknown, therefore, the device history record could not be reviewed. The instructions for use states the following warnings: "to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).

Event description:
It was reported that during removal of the drain, resistance was felt and the tip broke off inside the patient. The patient had to be taken to operating room for removal of the piece of drain.